Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which noted there was blood visible inside of the catheter's balloon. Next, they tested the catheter's circuitry and found the catheter did trigger the error for a blood detection when connected to the system. The catheter was then dissected, and the balloon system was pressurized under water to locate the source of the leak. A small breach was located in the outer balloon material. The allegation of blood detected in the catheter was confirmed. The allegation of an inner balloon pressure issue could not be confirmed as they were unable to replicate the error during testing and no leak paths were identified by investigators. Based on all the available information the cause of the blood ingress was traced to component failure, due to the breach of the outer balloon material. This kind of defect would allow blood ingress into the catheter and trigger the blood detection error seen in the field.

Event description:
It was reported that during a cryo-ablation procedure to treat atrial fibrillation (a fib) using a polarx catheter the encountered the errors "inner balloon pressure too high" and the "console has detected blood in the catheter". They first exchanged the cryo cable, however, the error remained. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis.